Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced low audio. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported low audio which were reproduced during evaluation and found the backflex tail was not secured to the j6 connector on the input/output printed circuit board. The backflex was connected to the I/o pcb properly to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.